Event description:
The company was informed that the pt's device has some of the electrodes not functioning. Surgery to explant the pt's device is under consideration. Advanced bionics is in the process of gathering add'l info and will submit a supplemental report once new info is obtained.